Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with an infection and fever. The patient was treated with intravenous antibiotics; however, blood cultures still came back positive. The patient's cardiac resynchronization therapy defibrillator was therefore explanted. No additional adverse patient effects were reported.